Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. A glued connection (y site just below back check valve) of an alaris tubing set disconnected/fell apart.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-30. H6: investigation summary: customer reported the tubing fell apart and returned the affected sample. The sample was clearly separated at the inlet of the 1st smart site and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown. A glued connection (y site just below back check valve) of an alaris tubing set disconnected/fell apart.